Manufacturer narrative:
Evaluation: an internal clinical review of the complaint was performed. At this time, based on the info provided, we are unsure why the pt experienced a fever. This is the first complaint of this nature associated with the aaa product line based on a review from 10/01/04 through 01/26/07, we will continue to monitor for similar reports.

Event description:
Patient was having an aaa repaired with a zenith endovascular graft system on the event date. Pt was given cleocin pre-op. The following day, pt felt warm in morning (temp 99.2), at 4:00 pm temperature was 100.3 and pt had low grade fever through the night. Patient was discharged on the same day and presented to ER the next day, with fever (temp 101.2), chills, unable to void. Blood and urine cultures were negative. Patient placed on invanz and was discharged four days later.